Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate. Force sensor calibration reading is within specification. Daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hr flow accuracy test was performed, pump passed flow accuracy test and was found to be delivering within the required specifications . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display screen. This report is made based on the results of an investigation completed on (B)(4) 2013.